Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp had the locking mechanism specific to the 2 pins area did not lock. The patient received a one (1) inch laceration on the left head/scalp. The patient needed staples. Additional information had been request.

Event description:
N/a.

Manufacturer narrative:
Additional information received indicating that the event occurred during a posterior cervical laminectomy. The surgeon claimed that the patient was positioned prone and disposable skull pins were used. The two-prong side of the mayfield head clamp ¿unlocked¿ and caused an inch scalp laceration to left side of the patient's head. The patient's scalp was cleaned, irrigated and stapled. The length of the surgery delay was unknown. The mayfield device was taken out of service and a different mayfield was used for the surgery. The patient was brought to the post-anesthesia care unit (pacu) after surgery was completed. The device was not released for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. A device history record review could not be performed at this time as lot or serial number was not provided. The reported complaint was not confirmed.